Manufacturer narrative:
D4: lot #: the lot number reported 24b26la051 is not a baxter affiliated lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access solution set appeared "broken" and "occluded". The set would not flow. The break was not further specified. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.